Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 3.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that child patient experienced three events of infusion set bent cannula on (B)(6) 2025. The event occurred in three or more hours after insertion. The insertion site was abdomen. The infusion set was in use for five-six hours. The blood glucose level was 578 mg/dl and the patient was treated with correction injection via multiple daily injection (mdi). Later, patient went to emergency room on (B)(6) 2025 for high blood glucose treatment. The trace ketones were found to be large. The patient stayed in the hospital for less than one day. The blood glucose level was 578 mg/dl and the patient received treatment intravenous and fluids of saline and insulin and zon at the hospital. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.